Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a 3-way high flow stopcock w/rotating luer w/rotating luer ca/50 where it was reported the device leaked and caused a radioactive spill. The event occurred during infusion of a radioactive cardiac imaging tracer and was in contact with the patient / healthcare provider. The spill dripped on the ground and contaminated a shoe of a healthcare worker. The patient was fine after the incident. The stopcock leaked out of the middle turning lever holder. The stop cock was attached to an intravenous (IV) tubing. The test was completed with the faulty product. There was no hole, cut, tears or any defect noted. There was a patient involvement, however, no harm or adverse event. Due to the small radioactive spill that occurred, there was more exposure to everyone in the room, more than if there was no spill.

Manufacturer narrative:
The complaint of leaks on item b4020 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) for lot#13567691 was reviewed, and non-conformities were found that would have led to the reported condition on the complaint.